Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked between the twist sleeve and main body. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection performed with the naked eye noted damage on the sealing surface of the dark blue female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leak between the female connector and minicap. The reported leak at the twist clamp was not verified. The returned minicap was tested with an in-lab female connector and no leak was observed between the connection. The damage to the female connector was determined to be the cause of the leak at the female connector. The cause of the damage is possibly manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.